Event description:
I have had disk in my neck replaced, ra, fibromyalgia, and now have a lump on my neck that I'm about to have biopsed. My connective tissue issue lists are long. I would like to have these silicone implants from mentor removed and studied to benefit other women.